Event description:
The complainant reported that following impella cp implant, a patient experienced bleeding at the triple lumen and impella access site. A large hematoma was noted at the impella site. The patient had a drop in blood pressure and central venous pressure. Manual pressure was held and five units of packed red blood cells with two units of fresh frozen plasma were given to counteract the blood loss. Heparin was discontinued in response to the bleed and femstop was applied just above the access site. With the site redressed and surgiseal applied, the bleeding was contained. Support was continued following the noted intervention. However, the patient succumbed to the their condition and passed away the following day. It was noted that the patient had begun to show signs of hemolysis prior to their passing for which support levels were turned down. It is unknown if altering the support level resolved the hemolysis. It is unknown if the noted issues contributed to the patient's passing.

Manufacturer narrative:
The investigation for access sit bleeding has been completed. The pump was returned for inspection. Upon inspection, no abnormalities were noted with the pump nor the catheter. The root cause of the access site bleeding was determined to be anticoagulation management because the partial thromboplastin time values (200) were higher than therapeutic values and the heparin was discontinued and femstop was placed to control the bleeding. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27013 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.1 type of reportable event was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27013.